Event description:
While undergoing a spine scan the pt sustained a burn. Scan of lumbar spine began, pt reported burning. Immediately stopped and went to investigate. 2 - 3 inch area noted to be erythemic. Coil involved was removed and another coil was placed. Physician notified. Pt evaluated; 3 inch burn to the right upper quadrant of the anterior abdomen. Pt treated; antibiotic cream applied and bandage placed over the area. Follow-up with primary physician arranged. The pt was released. Equipment involved: siemens cp body array extender: model #7100055. At the time of the event line coil was immediately removed. Imaging specialist was contacted as well as MRI technologist. The technician arrived to run diagnostics on the scanner to ensure that it was working properly. Technologist ran a test to determine rf integrity on each plug of the scanner. The coils are attached to the scanner via these plugs. Technican also ran an rfci interactive test as well as a sar and simulation monitoring. Technologist contacted siemens rep to advise them of the event. Digital photographs of the coil were taken.